Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) did not regulate the heart beat as it was expected when the patient's heart rate was already below the lower rate limit (lrl) of 60 pulses per minute (ppm). Attempt to obtain additional information from the field was unsuccessful. This crt-p device remains in service. No adverse patient effects were reported.